Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the client that the programmer would not boot up. The company sales representative was able to boot the programmer up with no difficulty. The programmer is functioning as expected but if the issue recurs the 2090 service diskette will be run. No patient involvement or complications were reported as a result of this event.